Manufacturer narrative:
Additional information: b2, b5, h1, h6 (health effect-clinical code).

Event description:
Additional information: the patient expired a few weeks after tavr.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04401.

Manufacturer narrative:
Update section h1 and h6. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leak, damaged, and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak, damaged, and withdrawal difficulty were confirmed based on the provided imagery. A review of DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''valve on commander was introduced through esheath with common high push force but, after passing esheath tip, guidewire looped and, with it, also the distal end of the commander system. Guidewire manipulation did not remove the looping and vice versa it forced the loop to bend also the valve frame''. At this stage, the guidewire lumen, inflation and crimp balloons were making a loop. Per the complaint case notes, it was mentioned that ''because of the looping forces, valve stent must have caused a perforation of the balloon.'' As guidewire manipulation was conducted in the attempt to unloop, the delivery system and crimped valve may have been compromised. As a result, the bent valve struts may have dug into the balloon material, perforating it, and causing the reported leakage in the balloon and damage to the delivery system. Although a definitive root cause was unable to be determined, it is likely that procedural factors (guidewire looping and manipulation, interaction with bent valve struts) may have contributed to the reported events. Per report, ''due to bend in frame, it was decided not to proceed with the system. Removing the valve within the esheath tip seemed not to be feasible''. As observed, the valve strut(s) was bent and diving into the delivery system flex tip at an angle. This may have resulted in a non-coaxial withdrawal configuration which could cause the delivery system/valve to be caught at the sheath distal tip during retrieval leading to the reported removal difficulty. As such, available information suggests procedural factors (withdrawal of bent/damaged valve struts, non-coaxial withdrawal) could have contributed to the withdrawal difficulty. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The 26mm sapien 3 ultra valve and the 26mm commander delivery system were introduced through the 14f esheath with common high push force. After passing the esheath tip, the guidewire looped on itself and with it, so did the distal end of the commander delivery system. Guidewire manipulation did not remove the looping and the valve frame was bent during this manipulation. The implanter decided to approach device tip with a snare from right arteria radialis to remove the loop, which was successful. Due to bend in frame, it was decided not to proceed. Withdrawal of the valve within the esheath tip did not seem feasible , therefore,an attempt to deploy the valve in aorta abdominalis was performed. However, the commander delivery system leaked (likely was damaged during the guidewire manipulation). Additional attempts to deploy the valve with other maneuvers, were unsuccessful. A vascular surgeon removed the valve surgically and the tavi procedure was postponed.